Event description:
The reported description notes that the customer expected a respiratory rate alarm during pt monitoring. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the customer expected a respiratory rate alarm during pt monitoring when the pt went into respiratory distress, but there was no alarming. Risk analysis - pt harm/injury is possible should a failure to alarm occur to alert the user of a change outside of the pt's preconfigured vital sign parameters. Root cause - unk. The central monitor's diagnostic logs (reflect the bedside and central monitor's alarms) were review upon receipt. The customer suggests that there may be a possibility that the respiratory alarm was turned off by a user at the bedside monitor prior to the time of the event. It was suggested by a clinician at the hospital, (rn, ccrn, csc) that the respiratory alarm was possibly turned off by a user at the bedside monitor prior to the time of the event. Any changes in alarm limits such as switching this alarm parameter off/on are not recorded on a log entry either at the bedside or central monitor. The clinician also mentioned that a respiratory rate alarm was expected between 05:00 and 08:00 prior to the pt's deterioration noted with a low arterial blood pressure high priority alarm at 08:05. The closest recorded alarm for bed #(B)(4) to this low arterial blood pressure alarm was a log entry at 03:53 for a ventricular tachycardia high priority alarm. There were no high priority alarms recorded in the bedside monitor's alarm log entry between 05:00 and 08:00. Note that the customer provided no clinical data to support that the pt condition satisfied alarm criteria for respiratory rate alarming. The default alarm message when a respiratory rate has been exceeded is a yellow monitor alarm. When a yellow alarm occurs, the numeric respiratory rate will flash and the respiratory limit is highlighted on the bedside monitor's screen. In addition, the monitor will produce an auditory alarm tone. Yellow alarms are not recorded within either the bedside or central monitor's diagnostic logs. Log entries related to bed #(B)(4) on the cited date of the event ((B)(6) 2011) between 03:53-09:00 were captured and shown below. On (B)(6) 2011 03:53:28, red alarm sound - bed. At 03:53:28 alarm vtach a ventricular tachycardia event was detected and alarm provided when there is a dominant rhythm of adjacent vs and a hr> than the v-tach heart rate limit. On (B)(6) 2011 03:53:32, silenced 2219 vtach alarm was silenced by the user. On (B)(6) 2011 08:05:36, red alarm sound - bed - the central monitor is sounding a red alarm sound for an alarm event generated by a bedside - monitored parameter. On (B)(6) 2011 08:05:36, alarm abps low - a red/critical alarm has occurred which went below the configured threshold measured pressure value. On (B)(6) 2011 08:06:13, red alarm sound - bed. On (B)(6) 2011 08:06:13, alarm abps low. On (B)(6) 2011 08:09:20, red alarm sound - bed. On (B)(6) 2011 08:12:36, red alarm sound - bed. On (B)(6) 2011 08:15:47, red alarm sound - bed. On (B)(6) 2011 08:15:48, alarm vtach, on (B)(6) 2011 08:18:21, red alarm sound - bed. On (B)(6) 2011 08:18:21, alarm abps high. On (B)(6) 2011 08:18:37, silenced 2219 abps high. On (B)(6) 2011 08:18:37, silenced 2219 abps high. In conclusion, based upon the central monitoring logs, the bedside monitor produced several arterial pressure and ventricular tachycardia alarms in response to the preconfigured pt arrhythmia limits. These alarms were silenced (acknowledged) by the user. A philips technical engineering support visit was not performed per the customer's request. The bedside and central monitors are currently operating at the customer site with no add'l similar incidences reported. The info provided related to this situation does not support that there was any malfunction or that there is a systemic problem or design or labeling malfunction or any health risk. The device labeling (IFU) adequately describes alarm control/acknowledgment. A search within the complaint database did not identify any trending issues related to alarm failure with similar (B)(4) monitors. No further investigation or action is warranted.